Event description:
It was reported that this implantable cardioverter defibrillator (ICD) began emitting beeping tones. Upon review, technical services (ts) discussed that the beeping was likely attributed to the battery reaching explant status. The patient was referred to the following clinic to confirm device status. Additional information received reported that this ICD was scheduled for device replacement approximately two weeks later. While attempting to remove the ICD during the changeout procedure, it was noted that the device pocket was not quite wide enough and the header came off of the ICD. The ICD was successfully explanted, however right ventricular (rv) lead damage was suspected due to the change in shock impedance measurements prior to the procedure after connecting the rv lead to the new device. Prior to the changeout procedure, shock impedance measurements in triad were in the 113-115 ohms range. After connecting the rv lead to the new device, shock impedance measurements were rv to can = 90 ohms, right atrial (ra) to can = >200 ohms, and rv to ra = 196 ohms. Defibrillation threshold (dft) testing was performed at rv to can and failed at 31j, but converted at 41j. A second induction was performed, and conversion at 41j was observed. This rv lead was programmed to maximum output and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding initial implant location and product return status. If information is provided in the future, a supplemental report will be issued.